Manufacturer narrative:
Complaint conclusion: the report received from the sapphire study indicated that during the procedure the patient had a total of three (3) precise stents implanted to treat a type 'e' dissection that occurred during pre-dilation with a non-cordis balloon catheter. The precise stents implanted were: an 8 x 30 (#2) at the target lesion; a 10 x 30 (#3) proximal to the target lesion; and a 10 x 40 (#1) to stabilize the dissection. During withdrawal of the 5 mm. Angioguard embolic protection device, it became snagged/caught on one of the stents. The physician was able to successfully remove the device by maneuvering it through the anatomy. Debris was noted to have been still trapped in the device. There was no reported patient injury, the patient had no neurological deficit upon leaving the angiography suite post-procedure and was discharged the following day. The patient was asymptomatic for the procedure. The target lesion was the bifurcation of the right common carotid artery. The target lesion was reported to be: a 90% stenosis, absent of thrombus, 15 mm. In length, and moderately calcified/tortuous. The residual stenosis was 0%. The final dissection grade was 0. The product was not returned for analysis. (B)(4). Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and that during the procedure, the patient had a total of three (3) precise stents implanted to treat a type "e" dissection that occurred during pre-dilation with a non-cordis balloon catheter. The precise stents implanted were: an 8 x 30 (#2) at the target lesion; a 10 x 30 (#3) proximal to the target lesion; and a 10 x 40 (#1) to stabilize the dissection. During withdrawal of the 5 mm. Angioguard embolic protection device, it became snagged/caught on one of the stents. The physician was able to successfully remove the device by maneuvering it through the anatomy. Debris was noted to have been still trapped in the device. There was no reported patient injury as a result of this product issue. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the procedure. The patient was asymptomatic for the procedure. The target lesion was the bifurcation of the right common carotid artery. The target lesion was reported to be: a 90% stenosis, absent of thrombus, 15 mm. In length, and moderately calcified/tortuous. The residual stenosis was 0%. The final dissection grade was 0.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.